Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service stating he is using the 16-1535-0, micropore-paper tape 1x10 yards with/dispenser is leaving blisters on his area. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).